Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member it was reported via phone call that the customer passed away in an unknown location. The cause of death was due to a car accident. The caller did not state whether the customer had any other illnesses that may have led to the customer's passing. The customer¿s blood glucose was thought to be very high at the time of death. The customer was possibly wearing the insulin pump at the time of death. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. It is unknown if the customer was using sensors. The customer was driving and their car went off the road due to a suspected diabetic coma caused by high blood glucose. The caller declined to return the insulin pump for analysis.